Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff and pressure regulating balloon due to fluid loss in the system.